Event description:
It was reported that stent damage occurred. A 3.50x20mm promus premier¿ stent was selected to treat the coronary artery. However, during unpacking, it was noted that the stent struts were sticking up on the edge. The procedure was completed with another device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. A 3.50x20mm promus premier¿ stent was selected to treat the coronary artery. However, during unpacking, it was noted that the stent struts were sticking up on the edge. The procedure was completed with another device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, with stent struts lifted upwards from the stent profile. Foreign material (fm) resembling white fibrous strands appear to have been caught on the lifted stent struts at the proximal stent end. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).